Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the guidewire would not pass smoothly through the attempted left ventricular (lv) lead. Possible insulation damage was also noted. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned and analyzed and no anomalies were found. The analyst commented that no guidewire was returned, therefore a new guidewire was used to perform testing. Dried blood was visible inside the distal conductor, likely entering thru the is4 pin. No insulation breach was found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.